Manufacturer narrative:
Follow-up #1: date of submission 10/24/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/06/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. No evidence of a battery life issue was found in the black box. Low battery warnings and alerts in the black box were due to normal battery wear. The battery compartment was cracked above and below the bumper pad. No moisture/corrosion was found in the battery compartment. The battery cap was not returned an a test battery cap attached to the pump. The pump electrical current draws were within specifications. The battery life issue was not duplicated during investigation. The pump cover was removed to find no moisture internally or intermittent conditions to the printed circuit board or to the continuous glucose monitoring module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life with damage) issue. It was alleged that the battery compartment was cracked. The reporter was not able to provide further information during the initial complaint. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.